Manufacturer narrative:
The complaint device has been retained by the customer. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: foreign matter mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4)

Event description:
An internal sizer was observed to have an oily film/residue. The surgeon reports intermittent oily residue on both boost implants and sizers and specifically noted that it is not present on every implant or sizer. There have been no product returns because the surgeon is continuing to use items despite the film/residue.